Manufacturer narrative:
(B)(4). Batch # m90a6g. The device was returned with the upper jaw damaged at the proximal side. In addition, the device was received with the cable cut off. Due to the returned condition of the device, no functional or mechanical testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the jaw of the device didn't close properly. It looks like one part of the jaw is too loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.